Event description:
Due to recent findings of multiple IV catheter issues, a spot check was performed and found another IV catheter with a freyed catheter tip. Device was not tapered with prior to seeing the frayed catheter tip.